Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's device was in backup vvi mode and that the patient was in stable condition. No further information was available.

Event description:
New information received notes the patient's device was reprogrammed back to its original settings, clarifies the patient was stable during the reprogramming, and reports the reset reason included a communication or transmission problem.